Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate decreasing pacing impedance and elevated capture threshold measurements from this right ventricular (rv) lead. Ts confirmed that the pacing impedance had gradually been decreasing and was now out-of-range (less than 200 ohms). Ts provided troubleshooting options for assessing the rv lead integrity, such a via provocative maneuvers and isometrics. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported. It is unknown if the rv lead is a boston scientific product.